Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02161.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using pod packing coils (pod pc), ruby coils, a ruby coil detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician placed two ruby coils and four pod pcs in the target vessel using the handle. The physician then attempted to advance another pod pc; however, the pod pc was stuck and would not advance out its introducer sheath. Therefore, the pod pc was removed. The physician then placed a new pod pc in vessel using the handle. Subsequently, the physician advanced the last pod pc into the vessel and attempted to detach it using a handle; however, the pod pc failed to detach. Therefore, the pod pc was removed. The physician was satisfied with the packing density and decided to end the procedure. There was no report of an adverse effect to the patient.